Event description:
It was reported to boston scientific corporation that a stonetome¿ was used in the papilla during the removal of common bile duct stone procedure performed on (B)(6) 2014. According to the complainant, the patient had a 4mm common bile duct stone removed on (B)(6) 2013, via a small incision in the papilla. There were no reported complications. On (B)(6) 2014 a second stone removal procedure was performed to remove a 5-7mm common bile duct stone. The device was inserted directly into the papilla at the previous incision site. Due to the size of the stone, an additional incision was made to remove the stone. The stonetome was used to make the incision without the aid of a guidewire and tension was applied directly to the papilla ¿which may have caused further incision¿. While incising the papilla, the physician noticed that the catheter was going into the papilla, but continued to apply current. After the incision was made, bleeding was observed at the papilla. The stone was removed and the bleeding stopped on its own. At this time a 5-6mm perforation was noted in the papilla. A clip was placed and an endoscopic nasobiliary drainage (enbd) tube was placed in the common bile duct and decompression was performed. A CT scan was then performed and showed air in the retroperitoneum. Co2 was used for insufflation; the free air was not extensive. The patient¿s c -reactive protein (crp) level was 1.4 indicating that there may be moderate inflammation. There was no abdominal tenderness, no peritoneal irritation, no anemia and the patient¿s condition was reported to be stable. Reportedly, the patient is able to converse, is abstaining from eating /drinking and is being monitored. Furthermore, it was reported that there was no malfunction with this device. It was noted that ¿the physician understands the cause of this event was operational, not functional anomaly¿.

Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.